Event description:
Caller reported an issue with a continuous glucose monitor displaying error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance for a pump reset, and after the reset, the error did not reoccur. The caller successfully started their sensor session.